Event description:
17 days after implant and during distraction phase, distractor screws became loosened from 8-month-old patient's bone. Screws were undamaged and intact with distractor construct on explant. They were replaced.

Manufacturer narrative:
An investigation was successfully completed. The results of the investigation have identified no manufacturing issues, no design issues and/or corrective actions necessary at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.